Manufacturer narrative:
According to the technician's statement, the customer reported that the device alarmed for o2 concentration low. The device was repaired by the hospital's biomed. Our technician's visit on site was cancelled. No more information was provided and it is impossible to know what was the cause of the issue. Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. There are two main reasons for this alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). Unfortunately, the device's logs were not provided. As the cause of the alarm generation was not found, the cause could not be determined.

Event description:
It was reported that the ventilator generated alarms indicating low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).